Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated that the alleged inaccuracy began the beginning of (B)(6) 2014, at 7:35 a. M. The patient obtained a blood glucose result of ¿139 mg/dl¿ with the subject meter and ¿120 mg/dl¿ with another device (one touch vita), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump and stated he took an increased dose of insulin (apidra- 20 units in the morning, 17-19 units at noon, and 18-20 units in the evening) in response to the alleged inaccurate result(s) obtained with the subject meter. The patient reported, three weeks after the alleged issue occurred, he developed symptoms of ¿shaking, cannot walk, heavy sweating, vertigo¿. The patient tested his blood glucose at the time and obtained a result of ¿260 mg/dl¿ with the subject meter. The patient contacted his health care professional (hcp) and stated his ¿insulin dosage was readjusted based on his one touch vita meter¿. The patient stated his ¿symptoms improved during first 2 weeks of (B)(6) 2014¿. At 8:00 a. M. The patient stated he went into his doctor¿s office for a visit. The patient¿s blood glucose was tested during his visit and obtained a result of ¿120 mg/dl¿ with the doctor/clinic meter. The doctor advised him to ¿check verio meter¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (06/03/2014). The patient¿s meter has been returned on 5/22/2014 and evaluated by lifescan product analysis on 5/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.